Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. In 2005 the target lesion was located in the circumflex artery. After the deployment of the taxus express2 3.5 x 28 mm drug eluting stent, the area was post dilated. The guide wire was sticking in the obtuse marginal artery so the entire system was removed, the stent was removed as well. It is presumed that the stent struts lifted which caused the stent to stick to the balloon.